Event description:
In 2006, the neighbor called an ambulance when he could not arouse the customer. Paramedics came, found the customer passed out and got a reading of 20 mg/dl from the hcp meter. The customer was admitted at the hospital for 3 days because of loss of consciousness. Treatment was not reported. Please note that the customer reported a reading of 324 mg/dl from his meter and he thinks it is higher than he feels.